Event description:
According to the report, the hosp stated that a pre-implant culture taken from the synergraft pulmonary hemi-artery tested positive for (B)(6) (species not reported). Additionally, the hosp reported that all pt blood cultures have come back negative, and there are no systemic signs or symptoms of infection.

Manufacturer narrative:
This investigation is currently ongoing. Any add'l info will be provided in the follow-up report. Synergraft pulmonary hemi-artery is regulated by the FDA as a device and therefore, this report is being submitted to (B)(4).